Event description:
Customer stated "smelled something burning, had smoke coming out of switch, switch is melted" product was returned for investigation. An investigation was done into the complaint and the inspector found that the pad was heating properly and the switch was working. It was also observed that the cord had been cut. There was no evidence of smoke coming out of the switch or burning. The inspector found no evidence of a melted switch. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.